Event description:
It was reported that the patient presented to the emergency room (ER) after an alarm tripped. It was also reported that the right ventricular lead had a single episode of high impedance. Isometrics did not reproduce the out of range impedance. It was also noted that the impedance increased with patient position. The impedance range was made narrower to determine if additional anomalies occur and the patient made weekly transmissions. A high impedance spike occured again within the next two months, and the lead was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.